Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirmed the reported breakage. The overall condition of the instrument indicates multiple usages. There is burnishing wear indicative of extended usage. The device exhibits a shade of yellow indicating it has been subjected to numerous decontamination procedures. The root cause is being attributed to product wear out through normal use and servicing. Based on the investigation determination of device wear from normal use and servicing as the root cause and no corrective action is being taken. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
View plate has snapped in half.